Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified (damaged usb connector).

Event description:
It was reported that temperature alarms occurred each time the customer attempted to charge the pump battery. Customer did not allege that the pump felt hot to the touch. There was no adverse impact to the customer. Customer continued to use the pump for insulin therapy and manual injections were available.